Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, it was not detecting on the communication bus. This was identified that there was thermal damage in muscle wire. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI) and medical device model a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were failed. A field service engineer (fse) replaced the row c in drawer 4.2 in auxiliary and muscle wire which was thermally damaged and tested in hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, it was not detecting on the communication bus. This was identified that there was thermal damage in muscle wire.there were no adverse events or injuries reported based on this incident.